Event description:
Report received from abbott international affiliate of a tubing separation. The report states: "a homecare pt called to report that their bed was wet from a leaking aim tubing. On arrival, the homecare nurse observed that the tubing had a complete separation below the cassette. There was a separation 2 cm below the cassette base, on the distal end of the cassette (clear plastic that joins with the tubing) near the blue tape. The pt had osteomyelitis with a PICC. The pt had a clave connector at the end of the PICC. The tubing was attached to the pt for 14 hours prior to their calling the homecare center. Sodium chloride solution was infusing at 1cc per hour. The aim pump was programmed for intermittent therapy for three doses of antibiotic in a 24 hour period. Upon calling the homecare center, the pt was instructed to clamp their PICC line with forceps. There were no consequences to the pt." No additional info was provided.